Event description:
It is reported that the implant containers were fractured resulting in an unsterile implant causing disruption in the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.